Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the that they experienced high blood glucose levels and insulin pump was under delivering. The blood glucose level was 16.8 mmol/l at the time of incident. The customer's blood glucose was 18.3 mmol/l. Customer suffered from the symptom like nausea. Customer treated with insulin pump. Customer stated that the insulin pump passed self test. Customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. Customer stated that there was no air bubbles and leak. The product will not return for the analysis.